Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with an elevated blood glucose (bg) level. Specific bg value was not provided. Customer was admitted to the intensive care unit (ICU) and treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was released from the hospital on 01 july 2024 with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended. Reportedly, customer continued to use the pump for insulin therapy.